Manufacturer narrative:
The exposed portion of the soft cannula was observed to be torn. During fluid path testing, fluid was observed leaking through this tear in the exposed portion of the soft cannula. It could not be determined when this damage occurred or what caused this damage. The download data shows no timeouts or high pulse widths that would indicate a struggle to deliver insulin. No other damages that would affect insulin delivery were observed. The phb files showed the algorithm was functioning as intended.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient also mentions that there was scar tissue on the site.